Event description:
It was reported that during procedure tka, the cup was miss fit (inside the patient). The procedure had a delay between 0-30 min. The patient presented an unspecified injury. The procedure was finished with a backup from smith&nephew. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: it was reported that during procedure tka, the cup is miss fit (the incident occurs inside the patient). The procedure had a delay between 0-30 min. The procedure was finished with a backup from smith and nephew. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Potential causes could include but not limited to size of device, surgical technique used, user/procedural variance or unclear user instructions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.